Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an internal carotid artery (ica) aneurysm, the embolization coil detached in the ica during retraction. The coil was retrieved without incident from the patient. There was no reported patient injury. The patient's current condition is reported to be "fine and well."

Manufacturer narrative:
The detached implant coil was returned for evaluation; however, the delivery pusher was not returned. Although the reported coil detachment was confirmed, without an examination of the pusher it could not be determined if thermal detachment was initiated by the controller or if the coil was subjected to excessive tensile forces.